Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported xdcr fault and circuit disconnect alarms continuously on the vela ventilator. The customer stated there was no patient involvement associated with this event